Event description:
It is alleged that the console gave an "err" message after it was plugged into the handpiece & footswitch. It was reported that the pt was prepared for a case. It was also reported that the case completed without injury to the pt.